Event description:
The customer reported to olympus, the evis lucera elite colonovidescope experienced an e315 scope comminucation error. The event occurred during reprocessing of the device after a diagnostic enteroscope. The device was returned for evaluation and an additional reportable malfunction was found. During the device evaluation, foreign material was found remaining in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the venting connector leaked and fluid invaded the scope connector during handling of the device by the user. The fluid invasion caused an abnormality of the electronic component, as a result the e315 error temporarily occurred. The root cause of the foreign material in remaining in the nozzle could not be established. The e315 error is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use:chapter 3 preparation and inspectionthe equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspectionthe workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.warning. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. The foreign material is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. In addition, the following non-reportable malfunctions were found during the device evaluation: the venting connector had leakage. The scope (s) connector was immersed and the leakage check label was discolored. Olympus will continue to monitor field performance for this device.